Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and visual inspection found no issue to be related to the event. Unit was installed onto a known good in-house system and system could not power on completely. The tower's power button kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. Performed unbricking and installed unit back to system and system was able to power on normally. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operating room staff encountered a "system not connecting" message. This issue arose after a recent power outage. The technical support engineer (tse) guided the staff through a hard reboot and reseating of all blue fiber cables, but the issue persisted. The tower's power button was blinking blue, and the system ID could not be retrieved. The staff decided to convert the case to their other da vinci system. Later, it was discovered that there was an error in the system serial number, and the issue was with system sq0503. The support tabs on the console, robot, and tower all displayed "n/a" in the system name field, and the staff noted a power surge had occurred over the weekend. The procedure was aborted to another da vinci system with no patient involvement.